Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53 due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was 350 mg/dl. Troubleshooting for the alarm was performed. Customer advised they were unable to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.